Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with unspecified mentor gel breast prostheses that both ruptured post implantation. Bilateral rupture was observed during an implant exchange surgery performed on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.